Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified ( lot number 326916, left): creases fold, deformation, the weight the device within specification and calcification-like. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported textured to smooth exchange and capsular contracture baker grade IV on left side. The device has been explanted. "Any crease" was later reported when device was explanted.